Event description:
A malfunction was reported on the pump, which was identified as malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset instructions and assisted with resetting the pump. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump, with instructions to call back if the issue reappeared.